Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 8.4 cm to 9.1 cm from the distal tip consistent with lead friction to another device. Internal insulation abrasions were also found at 16.1 cm to 16.2 cm, 25.8 cm to 26.3 cm, 40.0 cm to 40.9 cm from the distal tip. The etfe coatings of the conductors were intact. (B)(4). No complaint received with return of device. Failure (event) observed during analysis.